Event description:
It was reported that the remote data transmission showed a "noisy" baseline for two ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg) 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).